Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, noise was noted on the right ventricular lead. Isometrics were negative for noise. The patient was stable, and will continue to be monitored.